Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 5.2, lab: 1.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 5.2, reference: 1.7, mean: 3.45, confidence limits: 2.0-5.0. Analysis of the customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Investigation on strip lot #233422 from a previous case revealed that accuracy criteria was met. Patient's medical condition could have affected inratio testing. Root cause could not be determined from the information provided by the customer. No product is expected to be returned. No further investigation required. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. The allowable difference between the inratio inr's and sysmex inr's was calculated. All three samples for both donors of strip lot #233422 are within the allowable bias. No discrepant results were produced on in-house meters. These results meet the above criteria. No further investigation will be pursued.